Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the white power cable lead connector mpu being damaged, was confirmed when the unit was evaluated by technical service. The top thread on the white power cable lead connector was damaged and marred. Functionally, the damaged threads did not affect threading and locking the mating controller connector onto the mpu. The black power lead connector on the mpu was not damaged. The mpu was repaired by replacing the patient cable assembly. The bottom housing of the unit was cracked in two places (patient cable connector outlet and ac inlet opening). There were no exposed internal parts. The bottom housing was replaced. The repaired unit was functionally tested and returned to the rental/loaner pool. The cause of the thread damage was unable to be determined through this analysis. Incidental findings: the battery removal strap was replaced. The strap helps with the removal of the mpu batteries. However, the strap does not affect mpu operation. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". The mpu assembly (pn 108285) was made in jan 2016. The unit was packaged (pn 107758) and placed into stock on feb 5, 2016. The unit (pn l107758) was placed into the rental/loaner pool on mar 18, 2016 the unit was sent to the customer on dec 13, 2017. The unit was last returned from use on jan 10, 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Preliminary findings identified damage to the bottom cover underneath the power connector as well as damage to the patient cable's white connector. The red battery straps were also damaged. The system software was upgraded, the device was cleaned, and preventative maintenance was performed. The bottom cover, patient cable, and red strap battery holder were replaced before the device was returned to the customer. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the mobile power unit's bottom housing was cracked beneath the power connector and the white patient cable thread was damaged. Both required replacement.